Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag tore and the specimen fell into the patient. The procedure was prolonged by 20-30 minutes to remove the specimen. The procedure did not convert to open and no additional treatment was needed for the patient. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.